Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 component codes, investigation conclusions, h11 corrected fields: h6 investigation findings. A getinge field service engineer (fse) confirmed the reported issue and replaced the safety disk (0997-00-0985-15) to resolve the issue. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit reported electrical test failure: 53 when it was turned on. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)). A getinge field service engineer (fse) evaluated the unit and states that iabp was working normally. Because the device was out of warranty, the customer refused the quotation. The customer was informed that the faulty device could not be used in clinical practice and that the device should be used in a standardized manner in the future.